Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced loss of stimulation due lead fracture. The physician suspected that it was due to series of falls that the patient had which were not device related. It was also mentioned that the patients lead was not functioning. The patient underwent a revision procedure wherein the splitter was explanted and the lead was disconnected but was left implanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced loss of stimulation due to lead fracture. The physician suspected that it was due to series of falls that the patient had which were not device related. It was also mentioned that the patients lead was not functioning. The patient underwent a revision procedure wherein the splitter was explanted and the lead was disconnected but was left implanted. The patient was doing well postoperatively. Additional information was received that during a reprogramming session that the leads had high impedances on multiple contacts as a result the patient was experiencing inadequate stimulation. The patient will undergo a revision procedure.